Event description:
Customer reported that a proseal was put in the pt and the dr tried three times of inflate the mask, but it immediately deflated each time. The mask was removed and another mask was used. It was reported that there was no pt injury or problem. The user faiclity returned the lma for eval.